Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest.   The device was started up at 11:45:34 on (B)(6) 2022. At 00:55:17 on 01:33:01 on (B)(6) 2022, an arrhythmia was detected. ECG shows an idioventricular rhythm @ 20 bpm with a pause, CPR/motion artifact, and electrode leads fall off. The rhythm then degrades to vt from 170-150 bpm with a pause, intermittent cardiac activity, CPR/motion artifact, and electrode leads fall off. The device properly detected vt. However, CPR/motion artifact, and electrode leads fall off prevented the lifevest from treating the patient during the arrhythmia detection at 00:55:17 on (B)(6) 2022. At 01:31:58, ECG shows asystole with motion artifact and electrode lead fall off. The electrode belt was disconnected at 01:33:01 on (B)(6) 2022.